Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable attached. No adverse patient effects were reported. No additional information is available at this time.